Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty advancing delivery system through sheath was confirmed while the complaint for sheath damage was unable to be confirmed based on evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''it was noted some resistance when advancing the delivery system into the sheath, it became jammed at the hemostatic gate section, and even with applied force, it could not pass through easily. The sheath was reported to be damaged, protrusions and uneven surfaces after expansion were observed.(...) After the procedure, a simulation performed outside the patient showed that the delivery system still could not be easily advanced through the large sheath.'' In this case, there was presence tortuosity at the access vessels. Tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system through the sheath. On the other hand, resistance was also noted post-procedure, when the flex tip was over the proximal shoulder of inflation balloon, if the flex tip is placed on the inflation balloon is larger in profile and can cause difficulties in advancing the ds into the sheath. If excessive device manipulation is applied in an attempt to overcome the experienced resistance, the sheath shaft can be damaged, especially if compounded with vessel tortuosity. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (flex tip on inflation balloon) may have cause or contributed to the reported resistance, while procedural factors (device manipulation) may have caused or contributed to the reported sheath damaged. However, a definite root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (x fr sheath is x mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors and procedural factors in combination caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in china. As reported, this was a case of a 29mm sapien 3 valve implantation via the transfemoral arterial access. Some resistance was noted when advancing the delivery system into the sheath and it would not advance past the hemostatic valve. Even with applied force, the delivery system could not pass through easily. The sheath was reported to be damaged with protrusions and uneven surfaces after expansion were observed. Eventually the system was forced through to complete the procedure, and the valve was implanted in the intended position. During withdrawal, the delivery system became stuck inside the sheath. As a consequence of the vascular access resistance during insertion, the patient experienced bleeding and dissection at the leg puncture site, and suturing was performed to achieve hemostasis. The root cause of the event is unclear. Patient finally passed away, due to their critical condition and the death was not related to edwards devices. After the procedure, a simulation performed outside the patient showed that the delivery system still could not be easily advanced through the large sheath.